Manufacturer narrative:
The field service engineer could not determine a cause. Precision studies were performed and there were no abnormalities. The sample and reagent probe adjustments were checked and were ok. The gear pump pressure was adjusted. The wash station position was corrected. Test runs were carried out and it was determined the device was functioning correctly. A reagent issue could be excluded. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the countermeasures performed by the service engineer.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crpl4 c-reactive protein gen.4 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The customer recognized a deviation in control recovery. The sample initially resulted in a crp value of 21.3 mg/dl and repeated as 10.9 mg/dl. The crp reagent lot number and expiration date were requested, but not provided.